Event description:
It was reported that approximately 27 months post 3.5x18mm xience v stent implantation in the mid left anterior descending artery, the patient experienced chest pain. On (B)(6), 2011 per ECG, a myocardial infarction was diagnosed. The patient was hospitalized and taken to the catheter lab where stenosis was found in the target vessel, but not target lesion. Percutaneous coronary intervention was performed. There was no adverse patient sequela reported. On (B)(6), 2011, the patient was discharged.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina, myocardial infarctions, and restenosis are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.